Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   New information added to the following fields: date returned to manufacturer (8/24/2023), was inadvertently missing on the initial medwatch. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a presumed root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The evaluation found the following: scorched inlet fuse box; the front panel blinks due to malfunction due to deterioration of the mesh turret, the front panel blinks due to malfunction due to deterioration of the filter turret, and the connection rattles due to wear of the output connector (light guide connection part). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the visera pro xenon light source, the front panel is flashing. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device, found that the the inlet fuse box was burned. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.